Event description:
It was reported that a small volume intermate had particulate matter on the reservoir. The device was filled with an unspecified amount of piperacillin and tazobactam. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. A visual inspection revealed a white particle approximately 0.30mm in size floating in the fluid of the reservoir. Fourier transform infrared spectroscopy testing identified the particle as acrylic material. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.